Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that there was an urgent matter in regards to a replacement of a baclofen pump. Additional information was received from a healthcare provider (hcp). It was reported that the issue was fixed and the patient was "in house" right now.